Event description:
A customer reported to baxter (B)(4) a clearlink syringe adaptor set in which a crack was observed on the side of the "white" piece. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The customer reported three occurrences and returned one actual sample of the total three occurrences. The sample associated with this file was not returned for evaluation. One of the three actual samples was returned to the manufacturing plant for evaluation. Visual inspection revealed that the white cap, which was attached to the syringe adaptor, had a crack. Therefore, the reported condition was confirmed in the returned sample. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.